Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is leaking. The blood glucose reading is 529 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked battery tube threads. No dried substance on reservoir compartment or on electronics noted.